Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5,e3, h6(health clinical & impact).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was giving an autofill error. There was no patient harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was giving an auto fill error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to duplicate the reported malfunction. The fse replaced the scroll compressor (0119-00-0236). The unit passed all functional and safety tests according to factory specifications. The maquet failure analysis and testing dept.(fat) received scroll compressor with a reported unit failure of an autofill failure with low vacuum messages in the log. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 2 hours with no autofill issues or error messages. Fat could not replicate the reported failure. No root cause determined. Retaining the part in the failure analysis and testing department per procedure.